Manufacturer narrative:
Evaluation: one bivona device was returned for investigation. A visual inspection under normal lighting revealed that the valve in the pilot balloon was nested too far into the pilot balloon. A syringe was connected to the valve and while holding the pilot balloon the valve was maneuvered to the correct positioning in the pilot balloon. Next, the inflation line was checked by inflating the cuff. No leak was observed. The investigation determined that the device did meet manufacturing specification. Products are subject to visual and functional inspection before distribution. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. For this evaluation, the complaint was confirmed, but there was no manufacturing defect or event problem source identified.

Event description:
Information was received that a smiths medical bivona custom 6.0 tts hyperflex tracheostomy tube was placed with a patient on (B)(6) 2019. On (B)(6) 2019 it was reported that the pilot port broke, even though the balloon "still seems to hold air". Subsequently, an emergency tube change out was required and the patient recovered. There were no adverse patient effects.